Manufacturer narrative:
This event occurred in (B)(6). The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Event description:
The initial reporter complained of discrepant inr results for 1 "elderly" patient tested on a coaguchek xs meter with serial number (B)(4) compared to the recombiplas laboratory method. The meter result was > 8.0 inr. The result from the laboratory within 1 hour was 5.1 inr. The patient had a bruise on his arm and the nurse stated the patient's finger bled excessively when she stuck his finger. Based on the laboratory result, the patient was advised to skip his warfarin dose for the evening. On (B)(6) 2019 the patient had a result of 5.6 inr on the meter and was advised to skip his warfarin dose again. He had no symptoms at this time. On (B)(6) 2019 the patient had a result of 3.0 inr on the meter and was advised to start taking his normal warfarin dose again. On (B)(6) 2019 the patient had a result of 3.0 inr on the meter. The patient's therapeutic range is 2.5 - 3.5 inr. There was no allegation that an adverse event occurred due to the device.